Event description:
In a patient with high-grade dysplasia in a barrett's esophagus, after the options of esophagectomy versus ablation were discussed, ablative therapy was provided. The patient was noted to have a narrowed esophagus during the sizing procedure. A mucosal injury was noted in the esophagus after the first ablation pass, at which time the procedure was stopped. There was no malfunction of the device used in this procedure. A leak at the mucosal injury site was noted on a swallowing study. After discussion of the options of repair versus resection, the patient opted for resection. The patient was discharged to home in good health approx 10 days after surgery.